Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that pockets that failed to release. A field service engineer, installed a new pocket in the d1 position and rebooted the station to resolve the issue. The device functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer 3.1 has failed and not detected on bus. The customer stated that there was no delay in care as they had moved the meds to another drawer. There were no adverse events or injuries reported based on this incident.